Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during embolization of the right sphenopalatine artery, the tip of the microcatheter fractured and remained inside the patient body. There was no attempt to retrieve the fragment. No adverse consequences to the patient were reported. Physician believes the event may have happened due to patient tortuous anatomy.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event occurred during the procedure. As per additional information there were no anomalies noted to the catheter prior to use. In the case of this complaint it is possible that the microcatheter got stuck inside the patient due to some anatomical/procedural factors and the physician used excessive force in order to remove it from the patient, and the tip broke and was left in the patient. As per additional information "physician believes this may have happened due to patient tortuous anatomy"; this however cannot be conclusively determined. Therefore, an assignable cause of undeterminable was assigned to this event. Reference to medwatch report mw5062544 filed by the facility.

Event description:
It was reported that during embolization of the right sphenopalatine artery, during insertion of the microcatheter, the microcatheter sheath kinked and then during retrieval, the tip of the microcatheter fractured leaving a 1mm fragment inside the patient body. There was no attempt to retrieve the fragment because it was difficult to access. There was adequate blood flow through the artery. No adverse consequences to the patient were reported. Physician believes the event may have happened due to patient tortuous anatomy.

Manufacturer narrative:
Refer to medwatch report mw 5062544 filed by facility.

Event description:
It was reported that during embolization of the right sphenopalatine artery, during insertion of the microcatheter, the microcatheter sheath kinked and then during retrieval, the tip of the microcatheter fractured leaving a 1mm fragment inside the patient body. There was no attempt to retrieve the fragment because it was difficult to access. There was adequate blood flow through the artery. No adverse consequences to the patient were reported. Physician believes the event may have happened due to patient tortuous anatomy.